Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3 h6 and h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and a leak was noted from the damaged female connector. The reported condition of leak with clamp closed was not verified, however a leak from the female connector was identified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.